Event description:
It was reported that the user was no longer receiving glucose readings on the ilet due to repeated ¿pairing failed¿ alerts when attempting to use a dexcom g7 sensor, and troubleshooting identified a mismatched pairing code between the user¿s phone and the pump; the correct code was entered and pairing was restored. Investigation included technical support troubleshooting and user education. Further investigation of this case revealed user pairing to the wrong transmitter code and successful resolution after correcting the code. There was no user reported clinical symptoms during the event other than a perceived loss of cgm data. Outcomes included temporary interruption of cgm integration without injury, medical intervention, or hospitalization. It was concluded that the event was due to use error related to an incorrect pairing code rather than a device malfunction.